Event description:
Procedure type: hysterectomy. According to the reporter: the surgeon was closing the vaginal cuff when a snap was heard. The needle had broken in two pieces with part of the needle remaining in the jaws. The needle was pulled through the lower half at the vaginal cuff. However, the needle fragment still appears on x-ray and the surgeon conducted an exploratory search and suctioned the area in an effort to recover the needle fragment, but the fragment still appeared in the x-ray.

Manufacturer narrative:
(B)(4).